Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the clinician drew blood from a patient using the suspect device. When clinician went to cap the needle, the safety shield fell off and he/she almost received a needle stick. The clinician then checked their stock and noted "there were a few with the safety device or retractable part defective." Six devices were reported to be involved.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6197696. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.